Manufacturer narrative:
Available information indicates an invasive intervention was performed. A request was made to verify whether the rv lead was repositioned or was explanted and replaced. This report will be updated when additional information is received.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased r-wave amplitudes in the patient's remote monitoring system. The patient was seen in the clinic and an x-ray confirmed the rv lead was dislodged. A revision procedure was planned. No additional adverse patient effects were reported.